Event description:
A 3m precise skin stapler jammed and was unable to dispense skin staples. An additional "like" device was opened and utilized without incident. Reason for use: split thickness skin graft.